Event description:
It was reported that after implanting a zct225, the patient had an unexpected post op refraction of plus 1.75 s requiring an secondary procedure. The lens remained implanted and a sulcoflex iol was placed to correct the postop refraction. The initial cataract procedure took place months ago and the implantation of the sulcoflex was done just before christmas by another physician in a secondary procedure. It was also noted that a vitrectomy was not needed. During the secondary procedure, surgeon thought a multifocal toric (model zmt) was implanted as opposed to a model zct lens due to rings on the optic. Slit lamp pictures were requested and can be taken if the patient is seen again.

Manufacturer narrative:
Pt age: information was requested but not provided. Exact date of event was remains unknown. Information was requested but not provided. Implant date was not provided. Initial reporter: phone number: (B)(6). Section f completed by the manufacturer. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Based on the manufacturing record review, all process operations presented in the manufacturing record for this serial number were within specifications and compliance. No deviations or nonconformances (ncr) related to the customer claim were generated. Through additional follow-up, it was learned that the patient was seen again and after a close examination by two ophthalmologists, it was concluded that the intraocular lens (iol) in the eye was the expected zct and not a zmb/zmt (multifocal) iol. Furthermore, the patient was reported to be satisfied. It remains unknown why the patient experienced the unexpected post op refraction. No further information was provided. All pertinent information available to the manufacturer has been submitted. Placeholder.